Manufacturer narrative:
The reported events of insulation defect and increasing values of the capture threshold and impedance could not be confirmed. As received, a partial lead was returned in three pieces for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures. The lead failed in hi-potentials test due to procedural damage found at the cut end of the distal segment. Visual inspection of the lead did not find any anomalies, except for the damages found consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-20960. It was reported that an increase in the capture threshold and pacing impedance was observed on the right ventricular (rv) lead. During the revision procedure, insulation damage was confirmed on both the rv and right atrial (ra) leads. The rv and ra leads were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.